Event description:
It was reported that during surgery, when using the fast-fix 360 curved, t1 and t2 have already been placed in the body of the medial meniscus without problem, but it did not want to activate the second plate and result in complete fixation. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not secure in the meniscus. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue that would prevent secure fixation. The instruction for use was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.